Event description:
The pt died due to a myocardial infarction and sudden cardiac death nine months after the index procedure. This presented to cath on with stable anginal (ccs3) and 1-vessel disease was found. Pre-procedure medications included asa, statins and beta-blockers. Intra-procedure medications included plavix, asa, statins and beta-blockers. Pre-procedure ck and ck-mb cardiac enzymes were within normal limits. Pci was performed on a 100% confirmed restenotic lesion (after stent) of 30mm in the proximal lad of 30mm in length in a 3.0mm diameter vessel diameter. The (class c) concentric lesion was characterized as totally occluded (greater than three months, an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 1.5 x 20 mm balloon at 16 atm before deploying one 3.0 x 33 mm cypher stent (lot# unk) at 16 atm with satisfying results.